Event description:
It was reported that the device exhibited post-paced t wave oversensing resulting in episodes of non-sustained rv (right ventricular) oversensing via remote transmission. Programming changes were suggested. It is unknown when the patient will come in for reprogramming. There were no adverse health consequences to the patient.

Event description:
New information received indicated that the device exhibited another occurrence of post-paced t-wave oversensing. The patient was stable. No programming changes have been made.